Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 888 mg/dl. The customer was admitted to the hospital. The customer blood glucose didn't even register and did treat through manual syringe. The customer couldn't verify if the hospitalization was due to bent cannula but has been having bent cannula's.